Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient who received lioresal 500 mcg/ml at a dose of 69.94 "mcg/ml". The patient's concomitant medications and medical history were not obtainable. Clarification was requested regarding the reported implant date of (B)(6) 2012. It was reported that during normal use, the specific date was not known, the patient reported to the treating physician that her pump was alarming. The physician interrogated the pump logs and round that the rotor had stalled, the pump had stopped, and had not restarted. Environmental, external, and patient factors were reported as that the patient heard the pump alarming and contacted her physician. Patient symptoms were not reported at this time. No diagnostic testing or troubleshooting was performed. Reportedly, no interventions or actions were taken but it was also reported that the pump was explanted and replaced on (B)(6) 2016 and was expected to be returned. At the time of the report the issue was reported as resolved and the patient's status was alive-no injury.

Manufacturer narrative:
The analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
It was noted that the device was implanted on (B)(6) 2014.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to gear wheel 3 of the gear train of the motor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion updated . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.